Manufacturer narrative:
(B)(4). The lot was manufactured from december 15, 2013 to december 16, 2013. The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multi rate infusor was ¿not functional¿ and leaked from its multi rate control module. This was identified before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.